Manufacturer narrative:
(B)(4).

Event description:
Complaint description: after using for 5 days, injection site cap of medial extension line detached.

Manufacturer narrative:
(B)(4).the customer returned multiple components from a cs-24703-e kit. Visual inspection of the returned components revealed the medial extension line luer hub was separated from the catheter and attached to a syringe. Visual and microscopic examination revealed part of the medial extension line was still inside the luer hub. The point of separation was rough and jagged indicating excessive force caused the breakage. Adhesive material was observed on the catheter extension lines. No other anomalies were found. The inner and outer diameter of the distal extension line were measured and were found to be within specification. This indicates there is no wall thickness issue. A manual tug test confirmed the two remaining extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with the kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested."the customer report of a separated luer hub was confirmed by complaint investigation. The medial extension line of the returned catheter was the luer hub was torn and separated. The extension line passed all relevant dimensional inspection and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the report that this event occurred during repositioning of the patient, it was determined that unintentional user error , likely contributed to by patient movement, caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Complaint description: after using for 5 days, injection site cap of medial extension line detached.